Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("ligament pain lower abdomen") in a (B)(6) female patient who had essure (batch no. 50643855) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not known with joint complaints before insertion of essure. Other complaints were present less/or not at all before essure (unspecified). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ligament pain ("ligament pain lower abdomen"), musculoskeletal discomfort ("joint complaints"), arthralgia ("painful hip"), alopecia ("hair loss"), insomnia ("insomnia"), mood swings ("mood swings"), abnormal behaviour ("procrastination behavior"), migraine ("headache/migraine"), psoriasis ("psoriasis flare") and feeling abnormal (""feeling like head is full of cotton wool""). On (B)(6) 2017, the patient experienced device breakage ("2 markers left behind during removal") and complication of device removal ("2 markers left behind during removal"). The patient was treated with surgery (on (B)(6) 2017 removal of essure and fallopian tubes (partially)). At the time of the report, the abdominal pain lower, ligament pain, musculoskeletal discomfort, arthralgia, alopecia, insomnia, mood swings, abnormal behaviour, migraine, psoriasis and feeling abnormal was resolving and the device breakage and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, abnormal behaviour, alopecia, arthralgia, feeling abnormal, insomnia, ligament pain, migraine, mood swings, musculoskeletal discomfort and psoriasis to be related to essure. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter commented: had a lot of complaints because of insertion essure in 2012 , physical as well as psychological. Complaints increased after the insertion and improved after essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6)2017 for the following meddra preferred terms: abdominal pain lower. The analysis in the global safety database revealed 391 cases. Device breakage. The analysis in the global safety database revealed 1.653 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 12-jul-2017: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("ligament pain lower abdomen") in a (B)(6) female patient who had essure (batch no. 50643855) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not known with joint complaints before insertion of essure. Other complaints were present less/or not at all before essure (unspecified). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ligament pain ("ligament pain lower abdomen"), musculoskeletal discomfort ("joint complaints"), arthralgia ("painful hip"), alopecia ("hair loss"), insomnia ("insomnia"), mood swings ("mood swings"), abnormal behaviour ("procrastination behavior"), migraine ("headache/migraine"), psoriasis ("psoriasis flare") and head discomfort (""feeling like head is full of cotton wool""). On (B)(6) 2017, the patient experienced device breakage ("2 markers left behind during removal") and complication of device removal ("2 markers left behind during removal"). The patient was treated with surgery on (B)(6) 2017: removal of essure and fallopian tubes (partially). At the time of the report, the abdominal pain lower, ligament pain, musculoskeletal discomfort, arthralgia, alopecia, insomnia, mood swings, abnormal behaviour, migraine, psoriasis and head discomfort was resolving and the device breakage and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, abnormal behaviour, alopecia, arthralgia, head discomfort, insomnia, ligament pain, migraine, mood swings, musculoskeletal discomfort and psoriasis to be related to essure. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter commented: had a lot of complaints because of insertion essure in 2012 , physical as well as psychological. Complaints increased after the insertion and improved after essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-jul-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1649 cases. Abdominal pain lower. The analysis in the global safety database revealed 387 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 10-jul-2017: follow up received from consumer: essure (batch number 50643855) was inserted on (B)(6) 2012 and removed on (B)(6) 2017 (case upgraded to incident). Consumer's age ((B)(6)) was added. Start date of events added. Events outcome changed from unknown to recovering. Event: "2 markers were left behind" was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.